Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was used to treat the rca. It was reported that during the index procedure dissection occurred.

Manufacturer narrative:
Additional information: no dissection occurred in this patient. Dissection was incorrectly entered for the wrong patient. If information is provided in the future, a supplemental report will be issued.